Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they are having a speaker malfunction on their monitor. No patient or customer harm was reported.